Manufacturer narrative:
Philips service performed mechanical repair and cleaning and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the footswitch micro switch was repaired, and the exposure test passed on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.